Manufacturer narrative:
Abstract of the 62nd annual scientific session of the (B)(6), 26th to 28th september 2014 in sendai japan. Device is combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Abstract of the 62nd annual scientific session of the (B)(6). It was reported thrombosis and malposition of stent was observed. Seven years ago, several paclitaxel eluting stent (pes) were implanted at another hospital and dual antiplatelet therapy was administered. The patient was hospitalized for spine disorder procedure. Before the procedure, dual antiplatelet therapy was stopped and heparin substitute was administered. However, chest pain was experienced just before the procedure. Cag was performed immediately, thrombus was observed in the mid lad in pes and thought vlst (very late stent thrombosis). Thrombus aspiration was performed. A few days later, the lesion was observed by oct (optical coherence tomography) and found multiple interstrut hollows (mih), stent malposition and white thrombus in the location of pes overlapping. Possibility that such structural change might contribute to thrombus creation, poba was performed and the lesion was checked by oct. Detailed physiology is still unclear that mih triggered vlst. However, it is suggested that blood retention was occurred inside cavity, blood platelet activation was triggered and thrombus created rapidly. This case study showed mih and pes were created in pes overlapping and vlst might be occurred even though adequate heparin substitution.